Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) normal battery depletion.

Event description:
It was reported that the device went into a reset state when interrogated and was restored. After completing the restore, device telemetry stated the device battery was depleted. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during device interrogation, the device went into a reset. The technical services consultant noted how to do an auto guided restore. After completing the restore, the device telemetry stated that the device was depleted with battery impedance at 10,200ohms. The device remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that during device interrogation, the device went into a reset. The technical services consultant noted how to do an auto guided restore. After completing the restore, the device telemetry stated that the device was depleted with battery impedance at 10,200ohms. The device remains in use. Additional information received indicated that the device had reportedly reached elective replacement indicator (eri) and was replaced. No patient complications were reported as a result of this event.